Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, episodes of lead noise with noise reversion was noted on the atrial lead. Noise was not producible. No programming change was made. There was no patient consequences. Patient will continue to be monitored.